Event description:
It was reported that during a direct-stenting treatment procedure, removal difficulties were encountered. The lesion being treated was a calcified, stenotic lesion in a tortuous right coronary artery. The liberte bare monorail stent would not cross the lesion. The liberte bare monorail stent/delivery system was removed with significant difficulty. Upon removal of the device, it was discovered that the 'whole rca was dissected'. No further intervention was attempted as the physician could not access the right coronary artery and pt had sufficient collateral circulation and exhibited no ECG changes during this event. Current pt status is reported as 'okay'.